Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer¿s high tsh result was reproduced. Interference testing found an interfering factor was present in the sample that reacted with a reagent component and caused the high results. Product labeling for the assay documents this interference. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received high questionable elecsys tsh assay result for one patient when compared to the results from a siemens dimension vista 1500 system. Refer to the attachment to the medwatch for all patient data. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. No medications were given based on the results from the roche method. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided.